Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2019-01967; 3005168196-2019-01968.

Event description:
The patient was undergoing a coil embolization procedure in the two branching arteries of the internal iliac artery (iia), the superior gluteal artery (sga) and the inferior gluteal artery (iga), using pod8s and a lantern delivery microcatheter (lantern). It was noted that the patient's anatomy was tortuous. While advancing a pod8 from the lantern, the physician encountered resistance after approximately three loops of the pod8 were advanced into the target vessel. Therefore, the physician decided to remove the pod8. Upon advancement of another pod8 approximately 5 cm out from the distal tip of the lantern, the physician encountered resistance. The pod8 and lantern were then removed from the patient. The physician continued the procedure by implanting a non-penumbra coil using another catheter before introducing a new lantern and three additional pod pcs to complete the procedure. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the returned lantern was ovalized at approximately 134.0 cm from the hub. Conclusions: evaluation of the returned lantern revealed a distal ovalization. If the device is forcefully gripped or pinched during the procedure, damage such as a distal ovalization may occur. During the functional testing, a demonstration pod8 was unable to be advanced through the ovalization on the lantern. This ovalization may have contributed to the reported resistance experienced during the procedure while advancing the pod8s through the lantern. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2019-01967 and 3005168196-2019-01968.